Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, post-sensed t-wave oversensing was observed on the ventricular lead. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed off. Programming changes were recommended. No further information is available.